Event description:
It was reported to philips healthcare that during pt care, the heartstart xl+, which was set to manual mode and charged to 200 joules, did not shock the pt. Another defibrillator was used to shock the pt. The staff administered CPR, however the pt subsequently died.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more info concerning this event.